Event description:
Additional report by healthcare professional of "riding high," "right being higher than the left," and "significant cyst throughout the breast with green cyst-like fluid surrounding the capsule." Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and white particles material was found on the shell. A weight test of the device was verified and the device was within specification. Based on the device analysis the final assessment is: no issues found related with the manufacturing.

Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture baker grade iii" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture baker grade iii."

Event description:
Patient reported capsular contracture baker grade iii. Device remains implanted. Patient reported treatment of "capsulectomy but did not replace the implants."